Event description:
Olympus medical systems corp (omsc) was informed that during retrieving calculus in the bile duct with the grasping forceps, it was stuck in the patient. The doctor chose surgery due to a partially biliary tract obstruction. Also he considered risk of complications if he chose emergency handle, since he didn't know whether the calculus could be retrieved or not with emergency handle. The calculus and the subject device was removed with surgery and the doctor completed the procedure. Omsc was informed that the patient was in the hospital and he was recovering.

Manufacturer narrative:
The subject device was discarded by user facility and could not be returned. The exact cause of the user's report could not be conclusively determined. However, the doctor informed us that he expected to perform surgery if the calculus could not be removed by the grasping forceps because the patient's duct was very thin and the calculus was stuck in it. Therefore, omsc considers that patient's condition caused this event. The device instruction manual has warned users that "do not use this instrument for a calculus that is assumed impossible to be retrieved by this instrument in preoperative diagnosis, intraoperative contrast enhancing or after papillotomy/papillary dilation. Do not use this instrument when it is inevitable to grasp many calculus at a time. The basket with calculus engaged may not be removed from the body." "Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case this instrument with calculus engaged may not be removed from the body, or in case the calculus cannot be crushed event the lithotriptor (B)(4) is used in combination." This report is being submitted as a medical device report in an abundance of caution.